Manufacturer narrative:
The following devices were also listed in this report: tri press-fit stem 16mm x 100mm, cat# 5565-s-016, lot# m4m12; tri ts baseplate size 2, cat# 5521-b-200, lot# znrm; tri ts femur sz3 left, cat# 5512-f-301, lot# done; tri press-fit stem 12mm x 100mm, cat# 5565-s-012, lot# m4k03. It cannot be determined which, if any of these devices may have caused or contributed to the reported patient infection. An evaluation of the reported devices cannot be performed as the devices were retained by the surgeon and were not returned to the manufacturer. Additional information (including x-rays and medical records) was requested, but not made available. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "revision of revision." Additional information: "on (B)(6) the patient had an infection so revision implants were removed and an antibiotic spacer was placed."